Event description:
The patient was being prepared for transport in a pressurized cabin of a fixed wing aircraft. The patient was transferred from the hospital ventilator to the impact emv+ portable ventilator which ran successfully for about 5-6 minutes then was reported to give a "high pressure inlet" alarm. The patient was manually ventilated while transferring to the plane, the ventilator was reset and the patient was put back on the ventilator which gave another "high pressure inlet" alarm and then a "compressor fault" alarm. The device was not reported to have failed rather the staff acted based on the alarms and removed the patient from the ventilator. The patient was manually ventilated for the remaining 30 minute flight. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to use manual back-up ventilation. This event is being submitted as a serious injury event because the use of manual ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification after input, burn-in and output testing). Extensive analysis of the event with impact's field and internal technical staff found only that the pressure of the o2 supply may have been too high causing the alarms indicated and/or the sequence of switching from tank to plane source o2 may have contributed to the alarms. The unit was returned to the end user after it tested within specification.